Event description:
Malfunction: card reader error. A technician reported an intermittent card reader error after arming the laser. No pt or user harm occurred.

Manufacturer narrative:
Determination of root cause: assessment: the faulty wave card was evaluated by the manufacturer's support representative, and was found to be unreadable. The tm recommended that the site operator use a new card that had not been in use before. The site agreed to use a new 50 procedure card and there have been no further issues with either the wave card or card reader. Conclusion: based on the results of the investigation, the root cause of this event is faulty wave card. (B) (4). (B) (4). (B) (4).